Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. Pharmacovigilance comment: the serious event of infection at implant site was considered expected and possibly related to the treatment. Serious criteria include the need for interventions in form of incision and drainage, antibiotic and hyaluronidase. Potential contributory factors include injection procedure and increased risk of serious infection associated with concomitant tumor necrosis factor inhibitor therapy for psoriatic arthritis. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-dec-2019 by an other health professional which refers to (B)(6) year old female patient. The patient's medical history included psoriatic arthritis and allergic to penicillin. Concomitant treatments included cimzia [cimzia] for psoriatic arthritis. No information about previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with restylane-l (lot 16298) to nasolabial area and bilateral oral commissure with 28g needle that was provided in the kit (unknown amount and injection technique). On (B)(6) 2019, same day after injection, the patient experienced an infection (implant site infection). Treatment for the adverse event included incision and drainage on buccal and facial sides of skin, bactrim [sulfamethoxazole] 800-16 milligram started on (B)(6) 2019 and hylenex [hyaluronidase] injected to area. On an unknown date, the results from the culture performed came back and it was sterile. Outcome at the time of the report: infection was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 19-dec-2019 by an other health professional. Patient demographic, medical history, concomitant medication, device implant date, needle type, location, lab test and corrective treatment were added. Outcome, severity and reporter causality of event were updated.